Event description:
It was reported that the bd sterifill advance¿ polymer pre-fillable syringe was damaged. The following information was provided by the initial reporter: the syringe was examined prior to use and was found to be ruptured at the bottom of the body, which was subsequently abandoned without involving the patient.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301948 and lot number 2109215. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, twenty (20) retained samples of the same lot number were obtained for evaluation from the manufacturing facility. However, the retained samples did not display any signs of defect to the flange or any part of the syringe product. The material used to manufacture discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system which inspects all product and automatically rejects any defects identified. Although an exact cause could not be identified based on the investigation results, it is possible that the syringe could have been damaged during the packaging process due to a clog in the syringe feeder. H3 other text : see h10.

Event description:
It was reported that the bd sterifill advance¿ polymer pre-fillable syringe was damaged. The following information was provided by the initial reporter: the syringe was examined prior to use and was found to be ruptured at the bottom of the body, which was subsequently abandoned without involving the patient.